Event description:
The reporter stated the surgeon inserted a three piece collamer lens model cq2015 into patient's eye with no difficulties but couldn't get the lens to sit correctly in patient's eye. The lens was removed without enlarging the incision and replaced it with another model lens. No patient injury.